Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to water invasion inside the scope and/or a damaged charge-coupled device (ccd) unit. Water had invaded the scope while the user was handling the device due to a leak in the biopsy channel, which led to an abnormality in electrical parts, and resulted in the displayed error message. Additionally, physical stress was likely applied to the insertion section, which led to a damaged ccd unit. The event can be detected by following the instructions for use (IFU) which state: "-inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "-when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. -if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. -if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The biomedical engineer reported on behalf of the customer that when using an evis exera iii bronchovideoscope, there was a b30 error code. The event occurred during preparation for use in the therapeutic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (b30 error code) was confirmed. Additional evaluation findings were as follows: there was leaking form the channel, the insertion tube had crushed, heavy buckles, the control body had fluid invasion, dried after aeration, the scope connector had fluid invasion, and the scope connector customer¿s labels were wet. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.